Event description:
Patient presented with high impedance. The patient was referred for full revision (replacement of the generator and lead). It was noted that no x-rays were performed. Patient underwent full revision. The explanted products have not been received to date. No other relevant information has been received to date.